Event description:
It was reported the patient experienced dizziness and pre-syncope. The right ventricular lead demonstrated high thresholds with a failure to capture. There was high impedance and a confirmed fracture of the lead. The lead was capped and a new one implanted. No further patient complications have been reported as a result of this event.

Event description:
It was later reported the lead was removed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable pulse generator 2006 (B)(6); 5076 implantable pacing lead 2006 (B)(6). (B)(4).